Event description:
It was reported that the patient experienced a pocket infection and was admitted to the hospital via the emergency department. Four days later the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and antibiotics were administered. A new crt-d system was implanted 23 days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.